Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her groin, thigh, knee, lower back, and hip; inability to sleep on her right side; clicking, grinding and popping of the implant when she walked and went to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; metallosis; inability to weight-bear on the right leg; lack of mobility; constant fatigue; dizziness; heart complications; and severe chromium and cobalt metal toxicity. Update: 3/27/2012 - medical records were received. The revision operative report indicated that the patients femoral component was found to show micromotion and was loose. Additionally noted was a large area of osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.